Manufacturer narrative:
Other, other text: additional information received via email from customer and attached by smiths medical in complaint on 03-dec-2021: date of event, patient information, pumps serial number received and complaint updated. Cvs does not provide the event history log for the pump.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: no product was returned therefore, no visual or functional evaluation can be performed. We are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot number was provided therefore, a manufacturing device history record DHR review could not be performed., corrected data: g3: correction: report source: other, mw5104823.

Event description:
Information was received regarding a an unspecified cadd cassette reservoir. It was reported that the device alarmed for high pressure as patient's daughter prepared new cassette. She denied any kinks or clamps on the tubing. The current pump is running fine with the current cassette. She was advised to switch to a new cassette, the pump alarmed again with no kinks or clamps present. Once the daughter attached a new cassette with new tubing to the pump and pressed prime, the pump alarmed again for high pressure. She tried switching the new cassette to the former pump, then the call suddenly disconnected. The infusion was life sustaining, and the event is reportedly ongoing. There was no patient, or clinician injury reported.